Manufacturer narrative:
(B)(4) retainer ring: black, insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken battery tube threads, cracked belt clip rail case corner, pillowing keypad overlay and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.